Event description:
The account alleges that the siderail will not latch.

Manufacturer narrative:
The technician cleaned and oiled the right head siderail latch and oiled all pivot points, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.